Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the outer insulation extrinsically breached. The amount of blood ingression along lead length leads us to conclude that the cut occurred at the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg, implanted (B)(6) 2013.

Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were removed due to an unspecified malfunction. No patient complications have been reported as a result of this event.